Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right metallic coil extends into the myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence. Concomitant products included clonazepam, ibuprofen (motrin) and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("metal coil extends into the endometrial cavity from the left cornu/ the right metallic coil extends into the myometrium"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), memory impairment ("forgetfulness"), loss of libido ("loss interest in sex"), night sweats ("night sweating"), hot flush ("hot flash") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, alopecia, migraine, headache, memory impairment, loss of libido, night sweats, hot flush and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, bladder prolapse, device expulsion, embedded device, headache, hot flush, loss of libido, memory impairment, migraine, night sweats and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result :- unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right metallic coil extends into the myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence. Concomitant products included clonazepam, ibuprofen (motrin) and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("metal coil extends into the endometrial cavity from the left cornu/ the right metallic coil extends into the myometrium"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), memory impairment ("forgetfulness"), loss of libido ("loss interest in sex"), night sweats ("night sweating"), hot flush ("hot flash") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, alopecia, migraine, headache, memory impairment, loss of libido, night sweats, hot flush and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, bladder prolapse, device expulsion, embedded device, headache, hot flush, loss of libido, memory impairment, migraine, night sweats and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result :- unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: medical record received. Events added: metal coil extends into the endometrial cavity from the left cornu, the right metallic coil extends into the myometrium. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), memory impairment ("forgetfulness"), loss of libido ("loss interest in sex"), night sweats ("night sweating"), hot flush ("hot flash") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, alopecia, migraine, headache, memory impairment, loss of libido, night sweats, hot flush and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, bladder prolapse, headache, hot flush, loss of libido, memory impairment, migraine, night sweats and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: result: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Reporter information was added. Case become incident. Injury nos was replaced with new event added: pelvic pain, abdominal pain, hair loss, migraine, headaches, forgetfulness, loss interest in sex, night sweating, hot flash, bladder prolapse. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.